Event description:
The customer reported that a monitor did not sound a red desat alarm.

Manufacturer narrative:
The customer reported that a monitor did not sound a red desat alarm. Philips has not received any information to support that the patient condition fulfilled the configured desat alarm conditions (specifically regarding duration and averaging). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).